Manufacturer narrative:
The technician inspected the slide off foot section mount and latch system and found it was in good working condition. No problem found. Affinity three birthing bed and affinity four bed user manual states: the foot section must be locked into place. Pull to ensure that the latch is engaged. If the foot section is not level, this is an indication that it is not locked into position. Lift the foot section to the level position and push until the latches securely engage.

Event description:
The accounts stated the foot section of the bed fell off while transporting the pt to surgery. No injury occurred.